Manufacturer narrative:
The reported events of unspecified capture issue and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix retracted clogged with blood/tissue. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and over torque of the inner coil. The lead failed hi-pot test due to over torqued inner coil at the connector region. The cause of the reported event unspecified capture issue was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage.

Event description:
It was reported that the during lead implantation procedure, the original thresholds were not acceptable to the physician. Lead was repositioned; however, the physician could not unscrew the helix. Numerous attempts were made with no success. The lead was discarded and a new lead was implanted with good results.